Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary the visi-pro catheter was received for evaluation without the stent, or cine images from the procedure. The balloon chamber was torn circumferentially 4mm distal to the proximal marker band. The shaft did not exhibit a witness mark from the distal marker band. The inner shaft was torn at the distal end and had been stretched 87mm beyond the proximal marker band. The inner shaft material exhibited a material deformation color shift immediately distal to the proximal marker band indicating significant stretching/ necking

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.

Event description:
The patient was scheduled for a right leg endovascular intervention. In the left groin a 7fr 45cm sheath was placed contralaterally in the patient. The right sfa was treated with directional atherectomy. Over a .035 wire the balloon expandable visi-pro was placed in the right common iliac. The physician brought the visi-pro¿s balloon up to rated burst pressure and the balloon was deflated. When removing the balloon out of the patient the balloon broke in half leaving the distal marker and part of the balloon in the patient. The visi-pro shaft was not able to be taken out off of the wire so both the visi-pro and wire were taken out as a unit. The physician went in with another wire and upsized the 7f sheath to an 8f 25cm sheath. The physician then tried using a snare to retrieve the rest of the balloon from the patient but was unsuccessful. The physician then put in an 8f 10cm sheath in the right groin. Using a 180cm wire in the right groin, the physician placed another 8-37-80 visi-pro in the right common iliac. It was placed directly on top of the balloon that was left behind. An 8-27-80 visi-pro was placed in the left groin in the left common iliac and was inflated while the balloon was also inflated in the right iliac visi-pro stent.